Event description:
It was reported that the device was used during a gastric adjustable band procedure. A standard leak test was done on the balloon. It was believed there was a leak and the band was removed and replaced with another band. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 3/17/2009. Information anticipated, but unavailable at this time.